Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Problem: delivery accuracy out of tolerance overinfusion 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: perfusor space 2.2 article number: 8713030 2.3 serial number/batch: (B)(4). 2.4 software version: 688n030002 2.5 hours of operation: 14096 23. Investigation results: 3.1 history inspection: the alarm history files were read out and analyzed. The malfunction drive test error "brake-close error" was found logged in the device history files at 2024-02-08 (date of the reported incident) 28 times. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the seal on the lower housing were missing. The device shows age related signs of wear and tear but no visible damage was found. Dried liquid residue can be seen in the area of the syringe holder, drive head and in the p2 connection. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A terumo 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. The syringe was reinserted several times without a drive test error occurring. 3.4 individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +1,30%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. 3.5 disassembling: to investigate the inside of the device, the device was completely disassembled. It was found that there was a lot of fluid residue in the device and that the drive spindle had too much play. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. The fault description from the customer indicates a problem with the syringe change and not a delivery rate deviation, which can also be confirmed by the device history.

Event description:
According to the customer during a patient infusion at 1142 hours, user went top up as the infusion was running empty. Upon inserting the new syringe , the pump kept showing "attention, repeat syringe change". User attempted a few times to re-insert the syringe but the pump kept showing the same alarm message hence unable to start the medication. Reportedly the user was alerted by ventilation and observed patient blood pressure dropping, left the fentanyl syringe in the pump went to titrate another concurrently ongoing pump running noradrenaline. After the titration of the noradrenaline to stabilized the patient, the user returned to find out that the entire syringe of fentanyl went into the patient. User aspirated out 20 milliliters (ml) and 10 milliliters (mls) times (total 50mls) blood from the cvc lumen that was running fentanyl. No patient complications were reported as a result of this event.